Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited no hv output. It was noted that the patient had ventricular fibrillation episodes days ago and the device did not treat. No intervention was performed. Further information was requested however, was not provided. The patient was in stable condition.